Event description:
A user facility reported to olympus that during reprocessing of the evis lucera ultrasonic bronchofibervideoscope, the customer noticed the scope exhibited blurry image and the ball from the distal end was missing. It was reported that the previous procedure was completed using this scope with no issue. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, ultrasound probe damaged, biopsy channel leaking, and automated air leak test failed. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image is blurred likely due to a chipped distal end of the ultrasonic transducer, missing parts, or scratches. The event can be prevented by following the instructions for use which state: "-do not bend, bump, pull, twist, or drop the endoscope tip, insertion section, bending section, control section, universal cord, or scope connector with strong force. Doing so may damage the device, injure the body cavity, burn, bleed, perforate, or cause parts to fall off. -do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. -inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, peeling, scratches, holes, sagging, transformation, bends, adhesion of foreign body, detached, parts, protruding objects, or any other irregularities. -holding the insertion section gently with one hand, carefully run your fingertips over the entire length of the insertion section in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion section is not abnormally stiff. -inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities. -gently hold the midpoint of the bending section and a point 20 cm from the distal end. Push and pull gently to confirm that the connection -inspect the objective lens and light guide at the distal end of the endoscope for dents, bulges, swelling, or other irregularities. - carefully inspect the distal end of the endoscope, especially around the ultrasonic transducer. Confirm that there are no flaws, cracks, scratches, or any other irregularities." Olympus will continue to monitor field performance for this device.